Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.11e. Unit passed displacement test. Unit received missing battery cap contact, scratched case, pillowing keypad overlay and broken belt clip rails. The p-cap does lock properly.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.